Event description:
The patient had two leads for off-label use. Device 1 of 2. Reference MFR report #: 1627487-2015-07103. It was reported one of the patient's leads had migrated. The event date is unknown. As a result, the patient had the lead explanted and replaced on (B)(6) 2015. The issue resolved by surgical intervention. Both leads are being reported because it is unknown which lead was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report #: 1627487-2015-07103.

Manufacturer narrative:
Results: the reported complaint of lead migration cannot be confirmed through product analysis testing. As received, visual inspection of the returned lead revealed no anomalies. Returned lead was tested and passed all the functional tests. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07103.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.